Event description:
Allegedly, patient was revised due to dislocation/subluxation revision njr number: 4489106. Side:l primary asa: incapacitating systemic disease component not revised: profemur tl classic fixed neck size 3 product ID: prtls023 lot no.: 1670985 mhra reference no: (B)(4).